Manufacturer narrative:
The report of pump stoppage events was confirmed upon evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 0.5¿ inch from the pump housing and the remainder of the lead was returned in two segments, an internal segment approximately 6 inches with the outer jacket removed and an approximately 32 inch segment extending from the metal connector. Continuity testing of the three lead segments found all wires were electrically intact. Removal of the clear bionate layer of the 6 inch lead segment found breakdown of the braided shield in the center of the segment. Examination of the underlying wires found breaches in the black and brown wire insulation in this location. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The remaining lead segments revealed no additional areas of compromised wire insulation. The black and brown wires represent phase 2 of the three phase motor. If the exposed conductors of the compromised black or brown wires contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stoppage events recorded in the submitted system controller log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced percutaneous lead replacement was reported under medwatch MFR. Report # 2916596-2015-02445 (follow-up report). Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced 2 pump stoppages while connected to the power module. One of the pump stoppages occurred while the patient was bending over to pick up something, and the other occurred while the patient was standing. The patient reported a slight feeling of lightheadedness during the event. An internal percutaneous lead compromise was suspected, as a portion of the patient's percutaneous lead was replaced prior to this event. On (B)(6) 2016, the patient's pump was exchanged.